Event description:
It was reported that the lesion was in the mid coronary with mild tortuosity and mild calcification. A 3.0 x 12 mm xience prime stent was implanted in the target lesion. The nc trek 3.0 x 15 mm was used for post-dilatation. During inflation at 6 atmospheres, the balloon ruptured. No resistance was felt during advancement or retraction. The balloon was removed from the anatomy without issue. A new trek balloon (same size) was used for post-dilatation with a good result. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot. Inflation: bsx. Guide cath: medtronic. Sheath: terumo. Stent: xience prime 3.0 x 12. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the mildly calcified lesion, or the implanted stent such that the balloon ruptured upon the first inflation at 6 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.